Event description:
The healthcare provider reported injecting 1cc of smooth into the chin of a patient. The patient experienced prolonged swelling in the chin shadows. Safety database number (B)(4). Additional comments: importer complaint number (B)(4).